Manufacturer narrative:
Consumer received new device. There is no device for evaluation as the consumer disposed of old device. Consumer disposed of device.

Event description:
Claims the motor on the back of the chair fell off the back collapsed causing consumer to hit the floor.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims the motor on the back of the chair fell off the back collapsed causing consumer to hit the floor.